Event description:
"Needle without a proper cut, punctures the skin with difficulty during venipuncture, causing discomfort to the patient and increasing the risk of accident during the act of collecting exams."